Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the drain stage, where the patient stated they did not properly connect themselves to the patient line and they had become disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The patient guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) occurred during drain three on the homechoice. The home patient (hp) was connected at the time of the event. The hp indicated they had become disconnected from the patient line while asleep. The hp indicated they did not connect themselves properly to the patient line. The technical service representative assisted the hp to clear the alarm. No patient injury or medical intervention was reported as a result of this event. No additional information is available.